Event description:
Boston scientific received information that this left ventricular (lv) lead had micro-dislodged. An invasive procedure was performed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.